Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator had high impedance. No condition or intervention was reported.